Event description:
It was reported that the ventricular lead had failed, due to high impedance and short ventricle-ventricle (v-v) episodes. Therefore the ventricular lead was removed and replaced with a new lead. No patient complications haven been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillation coil was fractured, the defibrillation conductor was distorted, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was torn, the outer insulation had a cosmetic cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.